Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of mega suturecut needle driver instrument was broken. The procedure was completed with no reported injury. On 01/02/2025, following additional information was obtained from initial follow-up: the mega suturecut needle driver instrument was inspected prior to use. Surgeon was suturing when issue was identified. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing of grip until cable broke. No issues were noted with left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were 2-3 strands of cable visibly protruding from distal end of instrument. The protruding cable(s) controlled the opening / closing of the jaws but not up/down motion of jaws. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.